Manufacturer narrative:
The investigation concluded that lower than expected ammonia (amon) results were obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot 1018-0253-3401 on a vitros 250 chemistry system. The cause of the lower than expected quality control (qc) results is unknown as the customer did not perform any requested troubleshooting to aid in the investigation of the event. Therefore, improper fluid handling or an instrument related issue due to incubator contamination cannot be ruled out as potential causes of the event. An issue with vitros amon lot 1018-0253-3401 cannot be ruled out as it was a new lot of reagent that the customer was attempting to put into use at the time of the event and there were no historical qc results to evaluate. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon lot 1018-0253-3401.

Event description:
A customer reported lower than expected ammonia (amon) results obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides on a vitros 250 chemistry system. Vitros lpv ii lot j6667 results of 147, 136 and 142 umol/l versus the expected result of 186.8 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained when processing a quality control fluid. The customer did not process any patient samples. There was no allegation of patient harm as a result of this event. This report is number 3 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).